Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads had artifact observed. It was also noted the ra lead was oversensing. There was reprogramming done for the ra lead and both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.